Manufacturer narrative:
8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the health care provider discovered an infection. The location of the infection was noted to be the catheter track. The pump and catheter were explanted. The patient outcome was noted to be alive-no injury/adverse event. The pump delivered dilaudid.